Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
No motor error alarm noted. Insulin pump had an error alarm during basic occlusion test due to protruded or loose drive support disk. Device passed the displacement test. Motor passed motor test. Device received with cracked case on the lcd display window corners, cracks on the reservoir tube lip, cracks on the reservoir tube window and missing end cap sticker.